Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my left coil perforated my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), procedural pain ("I'm 6 days post op. I'm still in pain"), abdominal distension ("lot of bloating"), thrombosis ("blood clot in leg") and pelvic pain ("left side pain before removal"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, abdominal distension, thrombosis and pelvic pain outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal distension, fallopian tube perforation, pelvic pain, procedural pain and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿pelvic pain, fallopian tune perforaton, procedural pain, abdominal distension" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs (social media) received: event left side pain before removal added. Event medical device removal pt was updated to fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I'm 6 days post op. I'm still in pain"), abdominal distension ("lot of bloating") and thrombosis ("blood clot in leg "). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal distension and thrombosis outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal distension, medical device removal, procedural pain and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, procedural pain, abdominal distension." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Reporter information added. Event: blood clot in leg were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my left coil perforated my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), procedural pain ("I'm 6 days post op. I'm still in pain"), abdominal distension ("lot of bloating"), thrombosis ("blood clot in leg"), pelvic pain ("left side pain before removal"), fatigue ("chronic fatigue"), asthenia ("no energy") and back pain ("lot of pain on my left lower back") and was found to have weight increased ("gained 20 pounds"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, abdominal distension, thrombosis, pelvic pain, asthenia, back pain and weight increased outcome was unknown and the procedural pain and fatigue had not resolved. The reporter considered abdominal distension, asthenia, back pain, fallopian tube perforation, fatigue, pelvic pain, procedural pain, thrombosis and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿pelvic pain, fallopian tune perforaton, procedural pain, abdominal distension, weight gain, asthenia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : following event was added : fatigue. Reporter information added. On 23-mar-2020: social media received: event no energy, gained 20 pounds, lot of pain on my left lower back added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I'm 6 days post op. I'm still in pain") and abdominal distension ("lot of bloating"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal distension, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, procedural pain, abdominal distension". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I'm 6 days post op. I'm still in pain") and abdominal distension ("lot of bloating"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal distension, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, procedural pain, abdominal distension". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.